Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, user mentioned that pyxis in disconnected mode. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section b describe event or problem. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-apr-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed that the issue had occurred at a site known for frequent and ongoing site information technology (it) problems, including devices going offline. The issue would be usually resolved by the customer end, and no further investigation had been required. The system functioned as intended.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, user mentioned that pyxis in disconnected mode. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.